Manufacturer narrative:
Device evaluated by MFR.:the device was not returned to the manufacturer for analysis. The device was investigated at the customer site. The service report was reviewed during the course of this investigation. Based on the service report, there was an unidentified problem of a possible catheter positioning error. The device was completely reviewed, decontaminated, barcode scanner cleaned, reset, version updated, calibration checked and tested with a catheter to check operation and performance, and the equipment was within the factory parameters. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the device was restarted and it ran normally. There was no delay or adverse effect to the patient. The procedure was completed with this device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during thrombectomy. An angiojet® ultra system console was selected for a thrombectomy procedure in the aorto illiac. During the procedure in thrombectomy mode inside the patient, the console displayed a message stating "pump support in motion" fault. There were no patient complications reported and the patient condition was stable.